Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) was never easy to pump as his previous implant. Therefore, a surgical procedure was performed. During the case, the dr. Replaced the pump due to it did not seem to work correctly. The new pump worked well, therefore the incision was closed. No further complications were reported in relation to this event.